Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded two episodes due to noise on the rate/sense and shock ventricular channels while in the hospital for chest x-rays. There was no evidence of noise on the atrial channel. Further information indicates that during an invasive procedure to determine the source of the noise, the physician encountered problems loosening one of the device setscrews. The device was explanted and replaced with another guidant ICD. Following the procedure, noise was once again seen on both right ventricular channels that corresponded to each of the patient's inspirations.